Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the only information known is that the firing failed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information provided: the patient was a male patient that was operated for diverticulitis. During the ostomy takedown procedure, a significant leak was noted after the use of three different circular staplers. When asked about technique for the distal and proximal transections, the surgeon stated that he uses a contour for the distal transection and a gia stapler of the proximal transection. He uses a 2-0 prolene suture to secure anvil and always ensures fresh tissue for the anastomosis. In each of the cases, after firing, either anterior, posterior, or to the side, he was not seeing staples; only seeing mucosa. Going proximally, he could see the ¿mucosa puckering¿ and could not see staples. When withdrawing the stapler, he could see the stapler through the anastomosis. When asked for more specifics on the firings, the surgeon stated that none of the devices were difficult to fire and he does not check the washer. They hear a crunch and then maintain pressure for ten seconds. The surgeon stated that in the second patient, he does not know if there was a tissue issue that contributed. The patient was successfully connected after the failure.

Manufacturer narrative:
(B)(4). Additional information received: this dr. Usually handles the ¿tougher¿ cases. He has been using the same technique for the last 9 years and has primarily only used ethicon ils staplers. He said that he always sews the anvil in with a purse string proximal to the staple line to ensure a greater circumference of intact tissue. He follows the same line when extending the trocar to make the stapler connection. He says that he begins to close the device and waits until he starts to feel resistance within the green firing zone. He holds there for 10 secs and the does another quarter turn which usually brings him to the base of the green firing zone. He examines the tissue before he fires the device and says that the whole process of closing and the tissue examination keeps the tissue under compression for at least 30 seconds if not longer. He then fires the device ¿to the limits the handle will allow¿, I clarified if he meant that the plastic firing handle is touching the barrel of the stapler and he agreed. He then turns the dial two times. I had him demonstrate and it is 2 turns with his thumb at the top of the dial and a half turn. His demonstration showed that he completes one full turn before sliding the stapler out. He said he always checks the quality of the anastomosis visually before using a sigmoidoscope for further testing.